Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix stretched and melted insulation due to electrocautery at 155 mm from the terminal pin. The conductor coils were noted to be stretched at 370 to 387 mm and deformed at 72 to 74 mm from the terminal pin. This was most likely due to the use of a grabbing tool. The field allegation of dislodgement was not confirmed by analysis.

Event description:
Boston scientific received information that during a right ventricular (rv) lead revision procedure for the low r-wave measurements, the rv lead became tangled with the right atrial (ra) lead. To provide additional support the physician used a locking stylet that was inserted into the rv lead. Additional pressure was applied and the ra lead unintentionally dislodged from the atrium. The additional pressure also caused the rv lead to fracture at approximately three to four centimeters from the tip of the rv lead. The physician opted to leave the tip of the lead inside the patient. The ra and rv leads were explanted and new leads were successfully implanted. No additional adverse patient effects were reported.